Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed inconsistent mode switch operation. The device remains in use. No patient complications have been reported as a result of this event.